Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had received multiple unexpected restart. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer stated that they were able to complete rewind the insulin pump. The customer reported that after changing the battery of the insulin pump and the insulin pump alarmed. The device will not be returned for analysis.